Manufacturer narrative:
The UDI for the dryseal sheath is not available since the device lot number is unavailable. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) states that adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size and disease state (including calcification) is required to ensure successful sheath introduction. If the vessel size is smaller than the introducer sheath outer diameter (9.1 mm for a 24 fr sheath), then vessel damage may result.

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The physician advanced a 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j with an unknown lot number) from the left side and deployed two endoprostheses without issue. Upon withdrawal of the sheath, a vessel dissection was suspected in the left external iliac artery. It was reported that the physician felt some resistance while advancing the sheath. Also, the vessel diameter in the left external iliac artery is 7.2mm ¿ 8.1mm. The physician implanted a bare-metal stent to repair the suspected vessel dissection. The patient tolerated the procedure.